Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that the patient developed (B)(6) infection at surgical site during post op period due to lack of showering, per physician. Poor hygiene in post op period contributed to this issue. The whole system was explanted and the issue resolved. The customer discarded the product.